Manufacturer narrative:
The returned reservoir was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It did not meet requirements for the leakage test due to a small hole on the dome of the reservoir. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is characteristic of most unreinforced silicone elastomer materials. Handling or the use of instruments when implanting may result in the cutting, slitting, crushing, or breaking of components. A review of the manufacturing records showed no anomalies. All reservoirs are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the reservoir did not pass the patency test before use. It was also reported that there was no patient impact.